Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Family member stated he changed his set before bed on saturday and woke up sunday with 361 blood glucose and vomiting. No back up plan. Customer is currently in a coma. The md is not sure if there is something viral going on and they are still testing.